Manufacturer narrative:
(B)(4).

Event description:
Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed.

Event description:
Subsequent to the initial MDR, it was determined this report was submitted in error. Upon further review, it was determined that this report is a duplicate and is being reported under 3004753838-2022-004855.

Manufacturer narrative:
(B)(4).